Event description:
Customer reported that she had high blood glucose level when she woke up. Customer's blood glucose was 323 mg/dl, treated with a bolus. Customer was informed of two high blood glucose rules and offered to troubleshoot but customer stated she had just changed the infusion set and wanted to wait to see how it works out. Customer also mentioned lost sensor alarms which were explained to the customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.